Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging that the pump was emitting frequent loss of prime warnings despite changing supplies. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported as the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/22/2016 with the following findings: a review of the black box indicated multiple loss of prime warnings had occurred in association with cartridge changes. The pump powered on normally and successfully completed rewind, load, and prime steps with no alarms occurring. The pump was exercised for 24 hours with no alarms occurring. The force sensor calibration was found to be within specifications. The complaint could not be confirmed or duplicated on investigation. (B)(4).